Event description:
It was reported that when the ventilator was bumped, it shut off and reset itself with an audible alarm while connected to a pt. No pt harm reported. The dealer was able to duplicate the reported problem.

Manufacturer narrative:
Na